Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was delayed in responding to touch. Reportedly the customer continued to use the pump for insulin therapy. Additionally, the pump touchscreen was unresponsive. Customer's blood glucose was approximately 200 mg/dl. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy.